Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. Two small pieces of sealant (size approximately 4mm for the first piece and second piece 1.5mm) were received soaked in blood and separated from the catheter. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies (i.e. Kinks, deformity). No anomalies were observed. The advancer tube was not returned; therefore, a complete physical investigation of the device could not be performed. Based on the provided information and the investigation performed, the root cause of the reported sealant stuck to the advancer tube could not be conclusively determined. The review of the lhr (lot f1302802), indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the mid femoral artery via a 7f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size to be 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician removed the advancer tube the entire sealant was stuck to the advancer tube. The patient was converted to 30 minutes of manual compression and then a femostop was applied at the access site (duration unknown). The patient was hospitalized for unspecified and unrelated reasons. The patient was discharged from the hospital on (B)(6) 2013 with no clinical sequela noted.